Event description:
An infection gold probe was used for a therapeutic efd. During the procedure, the tip broke off inside of the patient. It should be noted that it is the cauterizing tip that is embedded and not the needle guide. There was an attempt to remove the fragment with a snare which was unsuccessful. Therefore, the patient was scheduled for surgery to have tip removed. There is a possibility of esophageal perforation although this information could not be confirmed. There is not further information regarding this event.